Event description:
The customer reported that the ventilator was alarming and would only work on battery power. The customer reported the unit was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was able to duplicate the reported problem. During evaluation, the fse reported when the ventilator was plugged into ac power it would only operate on backup battery power. The fse replaced the power supply to address the reported problem. Applicable final testing was completed per operating specifications and passed.

Manufacturer narrative:
Supplemental report

Event description:
Factory analysis of the returned power supply revealed open fuses that resulted in the reported power issue.